Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed 2.5 years of longevity remaining ten months ago but recently triggered elective replacement indicator (eri) and that this device was exhibiting early battery depletion (pbd). Data analysis confirmed that the power consumption was increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. This device remains in service. No adverse patient effects were reported. Additional information indicated that the device was surgically explanted and a new device was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed 2.5 years of longevity remaining ten months ago but recently triggered elective replacement indicator (eri) and that this device was exhibiting early battery depletion (pbd). Data analysis confirmed that the power consumption was increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.